Event description:
Ept constellation 64 pole 8 fr basket catheter used during electrophysiology testing. Cables a & b were switched at the beginning of the case. Pacing found to be through the basket rather than mapping catheter. Pacing performed and erroneous data of catheter related to phrenic nerve. Rf application resulted in right phrenic nerve injury.

Event description:
Recording system connected in reverse. Patient's phrenic nerve burned with a blazer ep ablation catheter.